Manufacturer narrative:
The initial report stated: "no repeat testing was performed for tsh." It was clarified that the sample was repeated by the abbott method with a tsh result of 54.2 uiu/ml and the siemens method with a result of 70.97 uiu/ml. These results are not discrepant to the roche tsh result of 60.52 uiu/ml.

Manufacturer narrative:
Calibration and qc data from the customer site were acceptable. Sample material from the patient was received for investigation and tested on a cobas e801 module and a cobas e601 module. Results on cobas e801: sample 1: tsh: 86.0 uiu/ml. Ft3 iii: 3.27pmol/l. Ft4 iii: 22.0 pmol/l. Sample 2: tsh: 78.1 uiu/ml. Ft3 iii: 3.38 pmol/l. Ft4 iii: 20.5 pmol/l. Results on cobas e601: tsh: 93.3 uiu/ml. Ft3 iii: 2.82 pmol/l. Ft4 iii: 24.0 pmol/l. The customer's results were reproduced at the investigation site. Sample material was further investigated by interference testing. No interference was identified. A general product problem can be excluded. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample was requested for investigation. Elecsys ft4 iii (ft4 iii) results from the e601 module are also in question for this patient. The questionable ft4 iii results were previously reported on manufacturer report number 1823260-2023-01500-00.

Event description:
There was an allegation of a high result not corresponding to the clinical picture for 1 patient sample tested for elecsys tsh (tsh) on a cobas 6000 e 601 module. The tsh result from the e601 module was 60.52 uiu/ml. This result was reported outside of the laboratory where it was questioned by the doctor. No repeat testing was performed for tsh. The e601 module serial number was (B)(6).